Event description:
On or about (B)(6), 2009, the pt was implanted with an ams monarc sling with the intention of treating stress urinary incontinence. It was reported the pt experienced recurring incontinence, vaginal pain, dyspareunia, and other injuries. The pt reported mental and physical pain and suffering and has sustained permanent injury.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.